Event description:
Additional information received from the manufacturer representative. It was reported that it was unknown what caused the patient's withdrawal symptoms as the catheter was patent when it was aspirated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 6.708 mg/day and clonidine with concentration 50 mcg/ml at a dose rate of 13.416 mcg/day via an implantable pump for spinal pain. It was reported that that the patient's pump was initially replaced regarding elective replacement indicator (eri) on (B)(6) 2016 and there were no device issues. The pump was replaced and the catheter was revised with model 8596sc on (B)(6) 2016. Shortly after the surgery, the patient developed withdrawal symptoms of increased pain, nausea, vomiting, chills, and headache on (B)(6) 2016. In regards to what led to the event / how the issue was identified, the pump replacement surgery was noted. It was unknown what diagnostic tests were performed related to the patient's withdrawal symptoms. A dye study was indicated as not having been performed. The patient traveled to michigan and was admitted into the hospital on (B)(6) 2016. Intervention taken to resolve the issue included surgery on (B)(6) 2016 to replace the entire catheter and also replace the drug. The patient had another manufacturer's catheter, noted as being a codman spinal portion catheter, connected to the medtronic proximal catheter. On (B)(6) 2016 the physician replaced this catheter with another medtronic catheter (model 8780), replaced the complete synchromed pump pouch, and also refilled the pump. The phys ician discarded the explanted catheter and the pouch. The issue was resolved at the time of the report. The patient was without injury at the time of the report. As of (B)(6) 2016 the patient was doing much better now regarding an update from the hospital. Other medication the patient was taking at the time of the event was dilaudid intravenously (dose and frequency were unknown). The following additional information was requested regarding a follow-up contact for additional information related to withdrawal and the catheter revision, diagnostic tests/troubleshooting performed including results, and cause of the issue. If additional information is received, a follow-up report will be submitted.